Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d ss experienced leakage. The following information was provided by the initial reporter: yesterday during a blood transfusion, we had some leaking of blood from the tubing.

Manufacturer narrative:
H.6 investigation summary: the customer reported leakage and flow issues at the connection site to the blood warmer. Two used samples of material 2477-0007 were returned, along with the blood warmer set. The two 2477-0007 samples did not leak at the luer connection. The complaint could not be verified. The flow issue complaint could also not be verified, and the blood warmer/gravity set up worked with no issues or defects observed. A device history record review for model 2477-0007 lot number 21125523 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd alaris¿ lvp bld180m 15d ss experienced flow issue. The following information was provided by the initial reporter: and blood warmer tubing (ranger lot # 7100235067) was noted after approx. 250 ml of infusion.